Event description:
Internal investigation shows that the physician likely encountered the "errant invalid parameter values " error message, which forced the device programming to 0 ma. The device was programmed without the physician's intention. The physician changed the patient's settings to intended settings prior to the end of the patient's office visit when the setting disablement was observed.

Event description:
Patient presented in the neurologist's office with the autostim output current unexpectedly programmed off. The normal and magnet mode stimulation remained unchanged and autostim output current was confirmed to not be >= magnet output current. Adjusting the heart rate threshold allowed the physician to program autostim to the desired output current. The lead impedance and battery status were ok. No other relevant information has been received to date.